Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On an unreported date, the patient was prescribed an oral antibiotic (duration not reported). The implanted device remains.